Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was not working. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The hospital's biomedical engineer confirmed the touchscreen issue. The hospital's biomedical engineer reported that he resolved the reported issue by calibrating the touchscreen. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Due to no parts being returned for failure investigation (fi), no root cause could be determined. If parts are returned, the complaint will be reopened.